Event description:
It was further reported that a remote transmission was sent due to patient palpitations, and rv lead thresholds were above range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead impedance continued to rise. The rv lead was reprogrammed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steadily rising throughout record from an average of 1458 ohms the week of (B)(6) 2014 up to an average of >2500 ohms by the week of (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead for high impedance. It was also noted that the lead impedance on the right ventricular (rv) lead was chronically high and rising. The patient will be routinely followed and both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.